Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak and valve actuation tests were performed and passed. The manufacturer noted that an insect infestation was encountered during an internal visual inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records after the patient received drain line alarms. The patient discontinued treatment during drain 3 of 5 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 6082 ml during drain 2 of the treatment. This drain volume is 217% the patient's prescribed fill volume of 2800 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and issued a replacement cycler. It was reported that an alternate form of treatment was available that the patient was going to use to complete treatment in the absence of the cycler. The patient's peritoneal dialysis registered nurses (pdrns) could not confirm the reported event during follow-up as the patient did not make them aware of it. The pdrns stated that the patient has not experienced any symptoms, adverse events, injuries, or required medical intervention. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: b3, d10 (therapy dates)

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records after the patient received drain line alarms. The patient discontinued treatment during drain 3 of 5 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 6082 ml during drain 2 of the treatment. This drain volume is 217% the patient's prescribed fill volume of 2800 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and issued a replacement cycler. It was reported that an alternate form of treatment was available that the patient was going to use to complete treatment in the absence of the cycler. The patient's peritoneal dialysis registered nurses (pdrns) could not confirm the reported event during follow-up as the patient did not make them aware of it. The pdrns stated that the patient has not experienced any symptoms, adverse events, injuries, or required medical intervention. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records after the patient received drain line alarms. The patient discontinued treatment during drain 3 of 5 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 6082 ml during drain 2 of the treatment. This drain volume is 217% the patient's prescribed fill volume of 2800 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and issued a replacement cycler. It was reported that an alternate form of treatment was available that the patient was going to use to complete treatment in the absence of the cycler. The patient's peritoneal dialysis registered nurses (pdrns) could not confirm the reported event during follow-up as the patient did not make them aware of it. The pdrns stated that the patient has not experienced any symptoms, adverse events, injuries, or required medical intervention. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.